Event description:
The customer reported his blood glucose reached 22 mmol/l (396 mg/dl) and he gave himself a manual injection of insulin. There were no additional bg levels, carbohydrate count or insulin dosages provided. He stated that the cannula was kinked.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification records were reviewed.